Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies and occlusion alarm occurred again. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact.